Event description:
It was reported that patient experienced fluid loss with the artificial urinary sphincter (aus) due to a big hole in the balloon. The entire aus was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.